Manufacturer narrative:
The customer reported an error 10003, system failure cycle power message that was not resolved by cycling power. The device was not returned to philips for evaluation. The customer called the philips response center for troubleshooting assistance and determined that the external data card was corrupt and needed to be replaced to resolve the issue.

Event description:
The customer reported an error 10003, system failure cycle power message that was not resolved by cycling power.